Manufacturer narrative:
The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Customer resolution and conclusion: since the device was out of warranty the customer requested third party service provider to repair the device and the device was returned to full functionality. No additional information is available regarding the malfunction component. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
It was reported to philips that the device failed the self test. There was no reported patient involvement.